Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results on coaguchek xs meter (B)(4). At 7:39 am, the customer tested by fingerstick on the meter and received a result of 3.6 inr. At 9:12 am, the customer tested by fingerstick on the meter and received a result of 4.6 inr. At 9:35 am, the customer tested by fingerstick on the meter and received a result of 5.2 inr. Customer stated they used the same finger for the test at 9:12 am as they did for the test at 7:39 am. The customer has a therapeutic range of 2.0-3.0 inr. Customer is not anemic and is not on heparin or direct thrombin inhibitors. The customer has antiphospholipid antibodies, no new medications, no diet changes, no illnesses and no bleeding or bruising. There was no adverse event. The customer's meter and two strips were returned for investigation. The returned meter and strips were tested with retention controls and one retention test strip. Testing results: returned strip vial: qc 1: 2.3 inr, qc 2: 2.4 inr. Retention strip vial: qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.0%. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.